Event description:
A driver sprint rx coronary stent system, length 18 mm, diameter 2.5 mm, was intended to treat a lesion in a patient. It was reported that the device could not cross the lesion. The lesion was pre-dilated twice with a 2.5 x 16 mm balloon to 12 atms. The lesion was located in the anterior descending artery and was reported to be non tortuous with no calcification and 75% stenosis. Patient was reported to be ok post procedure and no clinical sequelae has been reported. The device was returned to medtronic for evaluation. The stent was positioned on the balloon. The first distal stent segment was raised, deformed and pulled distally. Procedural images were not provided for evaluation.

Manufacturer narrative:
(B)(4). Evaluation, results - (75% stenosis). Conclusions - (75% stenosis). (B)(4) other (stent deformed during procedure).